Manufacturer narrative:
This report is submitted on 23 february 2021.

Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection. The patient has not been reimplanted with a new device as of this report.